Event description:
It was reported that the sheath was being used on a male patient in the emergency department for a subclavian placement. A kit was opened and the physician tried to advance the dilator over the back end of the swg, and the wire would not exit the back end of the dilator. The physician felt as if the back end of the dilator was sealed off. As a result, a new kit was opened but by that time it was too late as the patient expired. The physician stated the patient was in such bad shape upon arrival to the hospital. He cannot be sure if the patient expired due to the challenges with the kits or due to the patient's condition.

Manufacturer narrative:
(B)(4). Sample will not be returned.